Manufacturer narrative:
Sensor (B)(4) has been returned and investigated. Visual inspection was performed on the returned sensor, no issues were observed. The sensor plug was properly seated in the mount. Data was extracted using approved software, sensor was found to be in state 5 (indicating normal termination). The sensor was reprogrammed and sensor state 6 was observed (indicating abnormal termination). The sensor was de-cased and battery corrosion was observed on the sensor¿s printed circuit board assembly (pcba). An extended investigation was also performed on the returned sensor. A second visual inspection revealed that the battery housing had been ripped from the pcba during de-casing and contamination caused by liquid ingress was present on the pcba and on the returned battery. Test leads were applied to the pcba and voltage was supplied in place of a battery, however the liquid ingress created a short under the asic (application specific integrated circuit), causing irreversible damage to the pcba. Due to the damage, abnormal termination (sensor state 6) occurred. In order to test the complaint of high readings, a linearity test must be performed, however since the damage to the pcba was so extensive, a linearity test could not be performed and the voltage could not be monitored. Adc was therefore unable to perform further testing related to the high readings issue reported by the customer. Dhrs (device history record) for the libre sensor and sensor kit were reviewed and the dhrs showed the libre sensor and sensor kit passed all tests prior to release. A separate investigation into the abnormal termination (sensor state 6) was performed (which was noted to have occurred at the time of the investigation and was not part of the customer¿s original complaint). The sensor plug was removed and the plug assembly was inspected, no issues were observed. The sensor was de-cased and battery corrosion was found on the pcba, therefore the abnormal termination was attributed to corrosion. (Investigation findings) (appropriate term/code not available) was selected, as adc was unable to perform further testing on the returned device. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving erroneous glucose results from an abbott diabetes care device. The results when plotted on a parkes error grid fell into either the c, d, or e zone. There was no report of death, serious injury, or mistreatment associated with this event.